Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set occluded the following information was received by the initial reporter with the verbatim: nurse described situation where occlusion alert on alaris pump module occurs when connecting alaris administration set to bbraun extension set. Nurse does not recall what type of alaris administration set is used.